Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 14046 was returned and analyzed. Visual inspection showed that the balloon catheter was intact with no apparent issues. Smart chip verification indicated the balloon catheter was used for four applications. It was connected to the test console; it failed the performance test due to system notice(B)(4) the safety system has detected fluid in the catheter and stopped the injection. Further dissection and pressure tests revealed two breaches on the guide wire lumen. The first breach was at the tip attachment approximately 0.294 inches from tip and the second breach was approximately 1.169 inches from the tip. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen breach at the tip attachment.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.